Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and since the problem was intermittent, the user attempted to execute the exposure again to complete the procedure. A philips field service engineer (fse) went onsite and evaluated the system. During the startup of the system, the fse found blue screen displayed and the system cannot be entered. To resolve the issue, the fse cleaned the memory module of host pc in the m-cabinet. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the issue was intermittent, the user attempted to execute the exposure again, the procedure was completed on the same system. Therefore, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.